Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000443r, serial/lot: unknown. A medtronic representative went to the site to perform a system check out and they found that the door slider had moved by one notch. The representative adjusted to the normal position to resolve the issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not open. The manufacturer representative tried pressing the yellow button and the pendant control, but this did not resolve the issue. The representative was told to try the manual door open technique by the field service engineer. There was no patient involvement.